Manufacturer narrative:
Returned for evaluation was one {1} bioflo dialysis catheter. As received, during visual inspection of the sample it was noticed that there was a slice in the bioflo dialysis catheter. The customer's complaint description of catheter leaking is confirmed. A slice was found in the catheter tubing just distal from the suture wing bifurcation. No manufacturing non-conformances or out of specification conditions were observed during evaluation of the catheter tubing or assembly. A definitive root cause could not be determined from sample review however it appears that the catheter was sliced during use, i.e. Handling damage. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the following is provided as a reference from dfu for bioflo dialysis: warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a bioflo dialysis catheter. It was reported that the catheter was found to be leaking from the "green part." There was no report of patient harm or injury. It is unknown if the device was removed and replaced or if it was repaired. It was indicated the reported device is available for return to the manufacturer for a device evaluation.